Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient reported his skin was chafed under the front therapy pad. The patient described the irritation as itchy and open. There was no alleged device malfunction contributing to the irritation. Patient was prescribed bepanthen by his physician. Follow up indicated that the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient reported his skin was chafed under the front therapy pad. The patient described the irritation as itchy and open. There was no alleged device malfunction contributing to the irritation. Patient was prescribed bepanthen by his physician. Follow up indicated that the irritation improved. Supplemental report 9/9/2021: submitting report to correct section g4.